Event description:
The customer reported that the device self-activated. No bleeding. No tissue damage. No patient injury reported.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The device was recognized when plugged into the generator, but it would self-activate when moved. The device was disassembled. The tip of the switch button was shorter than normal, resulting from excessive force or excessive use. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently depressed, causing self-activations.

Manufacturer narrative:
(B)(4). Date of initial report: 04/20/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.